Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed soreness in the pocket area about two months ago. Several weeks ago the patient noticed that the device had eroded through their skin. Cultures were taken and the patient was noted to have an infection. Antibiotic treatment was administered. A temporary pacing lead was placed with the existing device placed externally until the infection cleared. The leads and device were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.